Event description:
It was reported that cgm displayed error and sensor issue occurred. There was no reported impact to the customer¿s blood glucose level. Customer was given full pump reset instructions by technical support, planned to reset pump when ready, and was advised calling back if problem continued.